Event description:
It was reported that a user experienced a leaking cartridge while using the ilet system, and the leak was attributed to connecting supplies outside the ilet and an incorrectly attached infusion set or connector. The user received troubleshooting and education on the correct supply change process and planned a supply change. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included no impact such as hospitalization or medical intervention. Investigation included customer support troubleshooting and user education. Investigation of this case revealed improper deployment of the infusion set and external connection of components as the source of leakage, consistent with an assembly or use error of the infusion set and cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and connection of the infusion set and cartridge.